Manufacturer narrative:
The returned ingenio was analyzed. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that during a follow up this pacemaker was found to be depleting faster than expected. Battery longevity since implant was seven years. It went down to 4.5 years about 2 years ago and last follow-up it stated to be 3 months. Device was explanted and returned to boston scientific. Product is currently under investigation. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up this pacemaker was found to be depleting faster than expected. The expected longevity decreased from 4.5 years to 3 months in a period of 2 years. The device was explanted. No additional adverse patient effects were reported.